Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room. Upon interrogation, the pulse generator was found in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.